Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise oversensing that caused pacing inhibition. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
Correction: section g3 ¿ the awareness date should have been 30 nov 2022 rather than 5 dec 2022.

Event description:
New information received noted that the right ventricular (rv) lead was capped and replaced on 30 nov 2022.